Event description:
It was reported by repair work order that the scale was inaccurate due to broken load cells. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was performing to specification and there was no product malfunction.

Event description:
It was initially reported that the scale was inaccurate due to load cell failure. However, investigation determined there was no alleged malfunction and the unit was performing to specification.